Event description:
It was reported that during set-up of the device for cardiopulmonary bypass procedure, there was no response from the air bubble detector (abd) module upon start up. The module was swapped but did not solve issue. Staff decided to reboot entire system, which repaired communication and set-up continued. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.